Manufacturer narrative:
The top of the locking ring is showing signs of corrosion. This location being subject to multiple daily cleaning's, maquet determined that the cupola might not be wiped correctly, allowing the cleaning solvents to penetrate into the joints and facilitate corrosion. The fst protected the locking ring from falling paint chips and advised the customer to replace this part.

Event description:
During a routine service visit, maquet field service technician (fst) reported that some paint was peeling from the locking ring at the junction of the spring arm with the cupola sn#(B)(4). There was no patient involvement nor injuries reported. (B)(4).